Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt235 infant dual-heated evaqua breathing circuit was damaged and had a "small" leak during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: the complaint rt235 breathing circuit was returned to fisher and paykel healthcare, (B)(4) for evaluation. A visual inspection was performed and a heaterwire resistance test was carried out using a multimeter. Results: visual inspection revealed dried brownish patient secretions within the expiratory limb and some sections of the tube were found to be damaged. The heaterwire resistance test revealed that the rt235 circuit was within specification. A lot check could not be carried out as it was not provided. Conclusion: all rt235 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. Based on the inspection of the damage to the rt235 circuit, it appears that the evaqua expiratory limb was physically damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and third-party circuit hangers. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt235 infant dual-heated evaqua breathing circuit was damaged and had a "small" leak during use. No patient consequence was reported.